Event description:
It was reported that a pump triggered an altitude alarm. There was no information provided about the customer's blood glucose level at the time of the event. The customer¿s insulin was initially suspended due to the alarm, but after following instructions to remove an obstruction from the speaker holes and clean them, insulin delivery was resumed successfully. The customer waited additional time to ensure the issue was resolved, and the alarm did not recur. Technical support provided tips for preventing future altitude alarms, and the customer acknowledged this guidance.